Event description:
The dental implant fx4008swc was removed on (B)(6) 2018 due to failure to osseointegrate 6 months and 15 days after implantation. The patient has no significant medical history. The patient required bone augmentation (dfdba, bioss, rcm) for the surgery. The patient has recovered without complications.